Event description:
The customer reported caregroup pop ups were not working as expected. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. The rse confirmed the reported issue and was informed that the unit was configured for unit based pop ups. The customer was tasked with setting up their simulator to test the caregroup pop ups and calling back to resolve the issue. The customer was unreachable after three attempts. There is insufficient information to rule out a product malfunction.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported care group pop ups were not working as expected. The device was in use on a patient. There was no report of patient or user harm.